Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving sufentanil 50 mcg/ml at 5.273 mcg/day via an implantable pump. The indication for use was non malignant pain and failed back surgery syndrome.the patient had a spinal fusion on (B)(6) 2015 and they accidently cut the catheter. The healthcare provider was concerned that it was leaking in the patient's subcutaneous tissue. The patient had fallen twice in the past few weeks. The patient went to the ER (emergency room) the first time he fell. The healthcare provider was not sure why the patient fell and did not know the exact date of the first fall. The second time the patient fell the patient's son found the patient passed out and this was on (B)(6) 2015. The patient did not want the catheter revised and was going to have the pump removed. The healthcare provider was not sure when they could remove the pump so they wanted to turn the pump off today. The pump off code was requested . No outcome reported.